Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Functional testing found that the device's jaw opening and closing mechanism was functioning properly. The device was detected when plugged into gene rator. The device produced instant re-grasp alarms. The electrical resistance was measures with a multimeter and was found out of spec. The device was disassembled and no obvious damage was found. The failure was traced to the red jaw wire. The device was brought to the attention of manufacturing for a wire issue. It was reported that the device did not seal. The reported issue could not be confirmed. The most likely cause could not be established from the information available. It was also reported that the device stopped working. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a procedure, the ligasure clamp failed to cauterize. When activated it would start and then stopped immediately, just like when you release it before it completed coagulation. Attempts to clean and reconnect the device were unsucce ssful. After replacing the ligasure clamp, the new one worked perfectly. There was no patient injury.

Manufacturer narrative:
D10. Concomitant products: vlls10gen, vlls10gen ls series vessel sealing gen (serial#: unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.